Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pancreas. According to the reporter: after the first firing was done a doctor confirmed the uncompleted staple line: a part of staples were not fired on the tissue and later found even staples fixed on the tissue was easily detached. Malformation of staples was observed. Using another device or tristaple product type for recovery, the staple line was reinforced to complete the case with no problem. No patient harm. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. Ozzing bleeding. No info of lot # is available. In case lot# is identified after arrival of sample, I will add it on cts. Confirmed that the clinical sample is being returned for investigations. When it is returned to the investigator of manufacturer: unk. Nothing of adverse event caused by extension of operation room time was reported. "No patient info is available. Gender: unk.